Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient received unknown treatment for the indication of peritonitis. The patient was recovered from this peritonitis event. On an unreported date, the dianeal therapy was discontinued further described as ¿temporarily withdrawn¿. No additional information is available.